Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, on a lobectomy, the first stapler was able to fire, there was poor stapler formation and one of staplers look malformed. The second stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. They replaced the new reload to complete the case. There was no patient injury.